Event description:
Describe event or problem: balloon burst.

Manufacturer narrative:
The report from the affiliate indicated the following: the pt is a male undergoing a percutaneous transluminal angioplasty (pta) of the common iliac artery. The lesion was pre-dilated. During deployment of the stent, the balloon ruptured. The prod was safely removed and the procedure completed successfully with another stent (same catalogue #). There was no reported pt injury. No add'l info is available. Clinical impression: pt is a male with moderately calcified, slightly tortuous common iliac artery with a 90% stenosis. The vessel was pre-dilated before the stent delivery sys (sds) was introduced. During t dilation of the stent, the balloon ruptured. The sds was removed safely. There was no injury to the pt. No other info was available. Vessel characteristics may have had an impact upon this event. Catalogue and lot history: review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. Although one other complaint has been reported for this lot # to date, it was not similar to this complaint. Conclusion: no prod was returned therefore, the exact cause for the reported issue could not be determined. The prod is not available for eval and testing. Please note that this is the initial/final report for this prod.